Event description:
It was reported that the patient had an emergency room visit with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose level reached 12 mmol/l (216 mg/dl) while wearing the pod between 5 and 24 hours. It was reported the cannula flipped up while the pod was on the upper thigh, though there were no insulin odor and the cannula appeared normal upon removal indicating the cannula dislodged; the patient presented to the emergency department on june 9 and was discharged the same day, with dka diagnosed and treated with intravenous fluids and IV insulin. The patient's mother advised that the pod is with the diabetic team. The pod is therefore not available to be returned. A new pod was placed. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.